Event description:
It was reported that the pump had been stopped 5 years prior to the report due to infection. The emergency room (ER) stopped the pump which happened to be a week after a refill so the pump was full of drug at that time. T/he patient experienced septic shock and sepsis which was related to the pump. The patient believed the sepsis was from the refill procedure. The infection caused acute renal failure. When the patient was in the ER his blood pressure was 50/30. The ER kept turning the patient upside down to ¿get blood to my brain.¿ the ER had to wait for the managing healthcare provider (hcp) to get there to turn the pump off. Patient outcome was not provided. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n132966017, implanted: (B)(6) 2008, product type: catheter. (B)(4).